Manufacturer narrative:
Final device analysis of the lead revealed the following: the "new out of box" tip of the lead was bent.

Event description:
It was reported that the tip of the lead was found damaged. The doctor recognized the damage before they removed the lead from the package. The product was replaced and not used in the patient. There was no harm or injury to the patient. No further information was provided.

Manufacturer narrative:
(B)(4). (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.